Event description:
Complainant claims the thread portion broke during surgery causing a delay in surgery. There was no effect on the pt.

Manufacturer narrative:
The investigation shows that the plate met all design requirements. Testing of the driver found that it released at 2.8 newton-meters rather than the standard 2.0 newton-meters. Test to failure data showed that breakage did not occur until a torque of 7 newton-meters. The MFR could not duplicate the breakage problem during testing with the returned driver. The fracture is consistent with cantilever loads in addition to torsional loads.